Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. This system remains in service.